Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 52 mg/dl. Reportedly, customer entered the incorrect value into the bolus menu, and delivered the bolus which was too much insulin. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.